Event description:
It was reported that when using the bd pyxis¿ es server, pyxis inventory data did not cross over properly. The customer reported that all pyxis machines in the hospital were not communicating accurate information. Updated inventory data was not visible, and reports could not be generated or were inaccurate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that there was issue with the connection to the database, which was resolved later, and no further investigation was required. The system functioned as intended after the issue was resolved.